Event description:
On (B)(6) 2012, the pt was implanted with two conformable gore tag (ctag) thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2012, the pt was implanted with an additional ctag device. On an unk date, computed tomography angiogram revealed a distal type I endoleak. F/u imaging confirmed aneurysm enlargement (amount unk). On (B)(6) 2012, the pt was implanted with two gore tag thoracic endoprostheses to treat the distal type I endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
Additional ctag device included in this report: tgu454520 / 10264412. A review of the mfg records for the devices verified that the lots met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak and reoperation.